Event description:
The patient experienced a pericardial effusion. It was reported that a farawave ablation catheter was selected for use during a farapulse ablation to treat persistent atrial fibrillation. Initially, the physician gained vascular access without difficulty and successfully inserted a ice catheter and a non-boston scientific coronary sinus catheter. Hence, the versacross devices were inserted, with no resistance and positioned on the septum. The transseptal was then completed, however the physician was unable to visualize the rf wire location and therefore retracted it back into the right atrium. Then, a second transseptal puncture was performed using the same system, successfully advancing the versacross devices into the left atrium, and the have been replaced by the faradrive in the left atrium. The versacross rf wire was replaced by the non-boston scientific mapping catheter. Upon completion of the pre-mapping, the catheter was then exchanged for the farawave catheter successfully. Approximately 5-7 minutes into ablation, the anesthesiologist reported a drop in blood pressure. Using the ice catheter, the physician identified a pericardial effusion. A pericardiocentesis was immediately performed, stabilizing the patient. The physician elected to continue the procedure, completing ablations in the left atrium. The farawave catheter was removed, the mapping catheter reinserted for post-mapping, and subsequently the watchman device was implanted, though placement required additional time due to pacing difficulty. Afterward, the farawave catheter was reinserted to ablate the cti. Throughout the remainder of the procedure, the physician intermittently drained blood from the pericardial space. The patient was hospitalized beyond standard of care. In the physician's opinion, the device/procedure have contributed to the event, as when the physician went first transseptal, it was not possible to locate the rf wire. A perforation location at the time was not confirmed. The product will not be returned, as it was disposed of at the facility. It was further reported that the pericardial effusion was located pericardial sac, precise location unknown. Act was therapeutic. By the time the patient complication begun there were no versacross devices in the patients body. It is confirmed that the versacross devices caused no issue or malfunctioned during the procedure. The physician did not state that any of the access solutions contributed to the patient complication. The patient was not hemodynamically stable when complication noted due to a drop in the patients blood pressure. The faradrive sheath did not cause issue or malfunctioned during the procedure. The patient hospitalized beyond standard care of time and they were later discharged. This was a concomitant watchman and farapulse procedure for atrial fibrillation.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem. Additionally, another event reported on 02-feb-2026 (report number 2124215-2026-05868) was then confirmed to be created in error, which was noted to be a duplicate of this report number 2124215-2026-05867. If there is any further relevant information obtained for the event, a supplemental medwatch will be filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) race (a6), in section a - patient information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
The patient experienced a pericardial effusion. It was reported that a farawave ablation catheter was selected for use during a farapulse ablation to treat persistent atrial fibrillation. Initially, the physician gained vascular access without difficulty and successfully inserted a ice catheter and a non-boston scientific coronary sinus catheter. Hence, the versacross devices were inserted, with no resistance and positioned on the septum. The transseptal was then completed, however the physician was unable to visualize the rf wire location and therefore retracted it back into the right atrium. Then, a second transseptal puncture was performed using the same system, successfully advancing the versacross devices into the left atrium, and the have been replaced by the faradrive in the left atrium. The versacross rf wire was replaced by the non-boston scientific mapping catheter. Upon completion of the pre-mapping, the catheter was then exchanged for the farawave catheter successfully. Approximately 5-7 minutes into ablation, the anesthesiologist reported a drop in blood pressure. Using the ice catheter, the physician identified a pericardial effusion. A pericardiocentesis was immediately performed, stabilizing the patient. The physician elected to continue the procedure, completing ablations in the left atrium. The farawave catheter was removed, the mapping catheter reinserted for post-mapping, and subsequently the watchman device was implanted, though placement required additional time due to pacing difficulty. Afterward, the farawave catheter was reinserted to ablate the cti. Throughout the remainder of the procedure, the physician intermittently drained blood from the pericardial space. The patient was hospitalized beyond standard of care. In the physician's opinion, the device/procedure have contributed to the event, as when the physician went first transseptal, it was not possible to locate the rf wire. A perforation location at the time was not confirmed. The product will not be returned, as it was disposed of at the facility.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) initial reporter country (e1), in section e - initial reporter.

Event description:
The patient experienced a pericardial effusion. It was reported that a farawave ablation catheter was selected for use during a farapulse ablation to treat persistent atrial fibrillation. Initially, the physician gained vascular access without difficulty and successfully inserted a ice catheter and a non-boston scientific coronary sinus catheter. Hence, the versacross devices were inserted, with no resistance and positioned on the septum. The transseptal was then completed, however the physician was unable to visualize the rf wire location and therefore retracted it back into the right atrium. Then, a second transseptal puncture was performed using the same system, successfully advancing the versacross devices into the left atrium, and the have been replaced by the faradrive in the left atrium. The versacross rf wire was replaced by the non-boston scientific mapping catheter. Upon completion of the pre-mapping, the catheter was then exchanged for the farawave catheter successfully. Approximately 5-7 minutes into ablation, the anesthesiologist reported a drop in blood pressure. Using the ice catheter, the physician identified a pericardial effusion. A pericardiocentesis was immediately performed, stabilizing the patient. The physician elected to continue the procedure, completing ablations in the left atrium. The farawave catheter was removed, the mapping catheter reinserted for post-mapping, and subsequently the watchman device was implanted, though placement required additional time due to pacing difficulty. Afterward, the farawave catheter was reinserted to ablate the cti. Throughout the remainder of the procedure, the physician intermittently drained blood from the pericardial space. The patient was hospitalized beyond standard of care. In the physician's opinion, the device/procedure have contributed to the event, as when the physician went first transseptal, it was not possible to locate the rf wire. A perforation location at the time was not confirmed. The product will not be returned, as it was disposed of at the facility. It was further reported that the pericardial effusion was located pericardial sac, precise location unknown. Act was therapeutic. By the time the patient complication begun there were no versacross devices in the patients body. It is confirmed that the versacross devices caused no issue or malfunctioned during the procedure. The physician did not state that any of the access solutions contributed to the patient complication. The patient was not hemodynamically stable when complication noted due to a drop in the patients blood pressure. The faradrive sheath did not cause issue or malfunctioned during the procedure. The patient hospitalized beyond standard care of time and they were later discharged. This was a concomitant watchman and farapulse procedure for atrial fibrillation. It was further reported that the sheath was never across the septum for the first attempt.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: boston scientific has made the attempts to retrieve the device, which was informed to be not available to return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). The IFU contemplates the adverse events related to 'cardiac trauma' and 'hypotension'. There is no evidence that any updates to the document are required at this time. Risk assessment: a review of the farawave ablation catheter risk documentation was completed and confirmed that the event of pericardial effusion, hypotension and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the known inherent risk of device cause code was selected based on the information provided within the event description. Pericardial effusion and hypotension are expected procedural complications addressed within the IFU for the farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
The patient experienced a pericardial effusion. It was reported that a farawave ablation catheter was selected for use during a farapulse ablation to treat persistent atrial fibrillation. Initially, the physician gained vascular access without difficulty and successfully inserted a ice catheter and a non-boston scientific coronary sinus catheter. Hence, the versacross devices were inserted, with no resistance and positioned on the septum. The transseptal was then completed, however the physician was unable to visualize the rf wire location and therefore retracted it back into the right atrium. Then, a second transseptal puncture was performed using the same system, successfully advancing the the versacross devices into the left atrium, and the have been replaced by the faradrive in the left atrium. The versacross rf wire was replaced by the non-boston scientific mapping catheter. Upon completion of the pre-mapping, the catheter was then exchanged for the farawave catheter successfully. Approximately 5-7 minutes into ablation, the anesthesiologist reported a drop in blood pressure. Using the ice catheter, the physician identified a pericardial effusion. A pericardiocentesis was immediately performed, stabilizing the patient. The physician elected to continue the procedure, completing ablations in the left atrium. The farawave catheter was removed, the mapping catheter reinserted for post-mapping, and subsequently the watchman device was implanted, though placement required additional time due to pacing difficulty. Afterward, the farawave catheter was reinserted to ablate the cti. Throughout the remainder of the procedure, the physician intermittently drained blood from the pericardial space. The patient was hospitalized beyond standard of care. In the physician's opinion, the device/procedure have contributed to the event, as when the physician went first transseptal, it was not possible to locate the rf wire. A perforation location at the time was not confirmed. The product will not be returned, as it was disposed of at the facility. It was further reported that the pericardial effusion was located pericardial sac, precise location unknown. Act was therapeutic. By the time the patient complication begun there were no versacross devices in the patients body. It is confirmed that the versacross devices caused no issue or malfunctioned during the procedure. The physician did not state that any of the access solutions contributed to the patient complication. The patient was not hemodynamically stable when complication noted due to a drop in the patients blood pressure. The faradrive sheath did not cause issue or malfunctioned during the procedure. The patient hospitalized beyond standard care of time and they were later discharged. This was a concomitant watchman and farapulse procedure for atrial fibrillation. It was further reported that the sheath was never across the septum for the first attempt.